Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not able to rewind. The customer's blood glucose value was 190 mg/dl. The customer was assisted with troubleshooting. Customer was reported that insulin pump had no delivery alarm and unable to exit the preparing to prime loop. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. (B)(4).